Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that even after inserting new batteries into the device it still had a blank display. Customer also reported a cal error alert and differences between the sensor glucose and blood glucose readings. The customer's blood glucose level was 210 mg/dl. The sensor was replaced. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. Unable to perform pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements. Unable to verify sensor anomalies, calibration error alerts, blood glucose meter anomalies and meter alerts/anomalies noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker and moisture damage on all electronic assemblies noted.